Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that the handpiece was found with a cracked o-ring during testing. No patient involvement occurred. No device will be returned.